Event description:
It was reported that the ventilator lost power. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. It was determined that the power supply needs to be replaced. Medtronic was not authorized to service the ventilator.